Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died five days after device system implanted.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4). (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6); 407658 implantable pacing lead implanted: 2012 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.